Event description:
A report was received that the patient's ipg placement was uncomfortable. The patient underwent a revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 (B)(4) device evaluation indicated that the source of the pocket pain was not determined as the ipg passed ac/dc current leakage tests and residual gas analysis. However, the daily battery depletion rate was 58.89 mv, which is higher than expected. The sleep current was out of the expected range at 0.57 ma. It was determined this higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in glop top which makes test points inaccessible, and troubleshooting to specific component level is impossible.

Event description:
A report was received that the patient's ipg placement was uncomfortable. The patient underwent a revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected. The patient was doing well postoperatively.